Event description:
It was reported that during the implant attempt, when the right ventricular (rv) lead was hooked up to the device, the sensing values were not considered acceptable. The device and lead were disconnected, and the lead was repositioned for better numbers. When the device was reconnected to the lead, the setscrew in the rv pacing port would not engage and tighten down on the lead. The device was not used and another device was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.